Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited decreased sensing, intermittent capture and impedance less than 100 ohms. The lead insulation was abraded. The lead was explanted and replaced.